Manufacturer narrative:
One truepass suture passer w/self capture feature was returned for evaluation. Visual examination of the device showed no abnormalities. Device was tested with a truepass needle, ultrabraid suture and synthetic cuff material. The needle picked up the suture on five consecutive passes, no cutting or fraying of the suture was observed. Further investigation is not warranted at this time.

Event description:
It was reported that the truepass cut the suture as well. No patient injury was reported.